Manufacturer narrative:
Follow up report 01 for 3011683976-2023-00016.

Manufacturer narrative:
H3 - other - investigation performed on retained sample from the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has confirmed that ortho sera anti-s, product fd182m, lot v254119, expiry: 17-oct-24 to be fit for purpose therefore this complaint is not confirmed. Alba biosicence reference number of this file is (B)(4) .

Event description:
An end-user is reporting false negative results for antigen typing of one donor sample using ortho sera anti-s, product fd182m, lot v254119, expiry: 17-oc-t24 on the ortho vision. Original result was negative, repeat was 1+. In tube a 3+ reaction was obtained and molecular testing confirmed the s antigen. No manual gel testing performed.